Event description:
It was reported when removing the cap of 2 bd vacutainer® sst¿ ii advance, the rubber stopper remained in the tube and the shield came off. This led to damage of the analyzer probe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photographs for investigation, and evaluation of the two attached photos shows evidence that the stopper remained inside the tube. Additionally, 29 retained samples were tested for stopper shield separation and were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when removing the cap of 2 bd vacutainer® sst¿ ii advance, the rubber stopper remained in the tube and the shield came off. This led to damage of the analyzer probe. No adverse impact was reported regarding the patient or user.